Event description:
This is 4 of 6 reports for complaint (B)(4).

Event description:
Pt implanted with mirs system in (B)(6) 2012. The bottom left locking cap was noted as loose and not seated in the polyaxial screw body. Reportedly, the pt did not experience any physical pain. Pt was revised and all screws and rods were removed and replaced with uss fraktur mis. During the revision surgery it was also noted that the lower locking cap was loose in the polyaxial screw body. This is the 4th of 6 reports submitted on this event.

Manufacturer narrative:
Corrected data: reported as a product problem in initial report, corrected to adverse event and required intervention in this report. Previously reported malfunction in initial report, corrected to serious injury in this report.

Manufacturer narrative:
Device used for treatment and not diagnosis.

Manufacturer narrative:
Investigation is on going; no conclusion could be drawn as no device was returned or catalog number or lot number provided.